Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. Customer's current blood glucose reading was 439 mg/dl. Troubleshooting was declined. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.